Manufacturer narrative:
The returned valve was adjustable and stable at all pressure level settings. The valve was patent and passed siphon, reflux and leakage testing. It met all specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated in the lab. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve would not program properly and would sometimes change inadvertently after subjected to an MRI.